Event description:
The customer reported the system did not boot up. Also, the main monitor above the table blacked out. This occurred during a procedure, but no pt injuries were reported.

Manufacturer narrative:
(B) (4). The ge service rep replaced several parts on the system and it now operates as intended.